Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported a motor error alarm. He stated that he rewound the insulin pump and that the alarm occurred again. Customer did not recall any significant events leading to this alarm and stated that the insulin pump had not been exposed to any strong magnetic field or MRI. Customer was assisted in clearing the alarm and stated that he was able to rewind the insulin pump. Nothing further was reported.